Event description:
Approximately 30 months post index procedure a revascularization of the target lesion was carried out. A bare metal stent was implanted. The investigator has indicated the event was definitely related to the study device.

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the lad. The patient suffered an mi approximately 30 months post index procedure. Mi was related to the target vessel. Investigator assessed the event to be definitely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).